Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, after the lead was placed, a decrease in sensing and lead dislodgement was observed. The lead was no longer used and a new lead was implanted. The patient was in stable condition post procedure and would be monitored with routine follow up.